Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2020 with increase drainage and redness at site due to recurrent driveline infection identified as pseudomonas aeruginosa. The patient was given IV antibiotics of meropenem q 8 hours for 8 weeks at home with PICC line. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event no further information was provided. The manufacturer is closing the file on the event.